Event description:
A us distributor reported that a patient fell while wearing the device. There was no alleged device malfunction. The patient alleged that the device's weight caused the fall. The patient skinned their knee during the fall. Paramedics responded to the fall and placed a bandage on the knee. The patient's medical condition improved.